Manufacturer narrative:
H6: component code 515 added. H6: changed investigation conclusion code from 4315 to 24.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic disease using an aorfix and gore¿ excluder¿ aaa endoprosthesis (plc271000j, pla320400j, pla320400j). On (B)(6) 2019, a type iiia endoleak at a overlap between the pla320400j and pla320400j at a greater curvature of the abdominal aorta was observed. A reintervention was performed. The patient underwent two additional stent grafts (pla360400j, pla360400j) placement to the overlap. The type iiia endoleak was resolved. The patient tolerated the procedure. Reportedly, the length of the overlap between the pla320400j and pla320400j at a greater curvature was short. This case was reported in the (B)(4) for a same patient.